Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. Two days after the onset of the peritonitis, the patient was hospitalized for the event. On the same day, the patient was initially treated with injection of vancomycin (for one day, dose, frequency and route not reported), and later injection of tobramycin and injection of meropenem (doses, frequencies and routes not reported) as remedial therapy for the event of peritonitis. At the time of this report the patient remained hospitalized, treatment with tobramycin and meropenem was ongoing and the patient was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.